Manufacturer narrative:
H4: the device was manufactured from august 19, 2019 - august 20, 2019. Seven (7) devices were received for evaluation. Visual inspection on the devices was performed and the units were found to have embedded particles in the tubing. Embedded material is not in the fluid path. During ftir spectroscopy testing the particles were identified as polyvinyl chloride (pvc) material. Pvc is the raw material of the device tubing line. The embedded particles were measured to be = 0.30 square mm are within manufacturing specification of = 0.30 square mm for particulate matter embedded in the tubing line. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that seven (7) small volume folfusors had small black spots in the tubing. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.